Event description:
It was reported that this a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The device remains implanted. No adverse patient effects were reported.